Event description:
Patient presented to clinic with a loss of capture and decrease in lead impedance. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported event. The electrical characteristics of the lead were found to be normal. Lead impedance was measured and was normal. Further analysis found the helix and the distal coil clogged with body fluid/tissue and inability to extend the helix. After deconstructive analysis and cleaning, the helix was found to function normally from the remaining portion of the lead.